Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, breathing issues, persistent cough, and chest tightness response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received on oct 11, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged of respiratory tract irritation, other, breathing issues, persistent cough, chest tightness. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory confirms the no presence of degraded sound abatement foam. During the investigation, pil observed the ui (user interface) knob was missing, most likely because of user mishandling. Pil was not able to get care orchestrator information from the device. Dust-like contamination throughout the inside and outside of the enclosure. Scuff-like marks of contamination on the side cover and the top cover. Potential dried liquid spots or mineral deposits on the pca (printed circuit assembly) and the bottom enclosure, indicating potential liquid ingress. Unknown yellow residue on the inlet seal. Pieces of unknown brown contamination on the bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer concludes there was secondary findings were observed as 3 errors were logged. The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaints and was not able to address the symptoms specified. In box d: device serviced by 3rd party?, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.